Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing lead impedance out of range; however, the impedance value was not available at the time of transmission. A follow up transmission was scheduled to reassess this alert. Review of the presenting electrogram demonstrated appropriate device function. The follow up transmission showed an alert for right atrial automatic threshold (raat) test being suspended due to evoked response (ER) signal being low or poor morphology, with the last successful measurement obtained prior to the alert. Atrial lead impedance was reported as out of range greater than 3000 ohms. Stored atrial tachy response episodes showed intermittent far field oversensing. Battery status was reported as approximately seven months remaining and further review with a programmer was recommended. This ra lead remains in service. No adverse patient effects were reported.